Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor communication. The patient reported that he was last able to charge about 3 weeks ago. The patient repositioned the antenna over the ins, turned the antenna dial through all 4 positions and the antenna locate feature was reviewed. The patient reported that he got a power on reset (por) and then was able to charge. The patient reported that the day of the report was the first time he saw por. The patient was able to communicate with his patient programmer (pp). The patient got the message to recharge the ins. The patient was able to start recharging. Antenna locate resolved the issue. The patient also reported that it seemed the ins was sinking into the skin more and it had been happening over time. The patient later called back for assistance in clearing the informational por. The patient reported that his ins was charged to at least 25%. The patient confirmed the por was cleared and he could see the stimulation settings on the pp. The patient turned the ins back on and confirmed he could feel stimulation. No further complications were reported.